Event description:
It was reported that during a low anterior resection procedure, the stapler fired fine initially. Upon inspection, the distal donut was only 50% intact. The proximal donut was intact however. The surgeon then leak-tested the anastomosis and there was a large leak. The surgeon than inspected the anastomosis visually transanally, and there was a complete disruption. 0% of the anastomosis was intact. The surgeon sewed the rectal stump shut transanally and did a colostomy.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).